Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cassette had been in use and worked perfectly for a few days, however on (B)(6) 2022 the pump started to alarm ?cassette missing." Two nurses went to the patients home and tried to re-attach the cassette several times, but the pump kept on alarming. The nurses got a new cassette and was later able to start the infusion without any problems or alarms. However, the same problem occurred the next day, when the pump started to alarm cassette missing," they were unable to attach the cassette without the alarm going off. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other text: two samples were received after use conditions. Samples were visually inspected and revealed no damage, kinks, or any discrepancies that could cause the failure mode reported. To conduct functional testing, samples were connected and tested on two separate devices. Upon testing, no alarms were activated. The investigation indicated mohawk exposure may have been a potential factor. However, based on the investigation, the complaint allegation was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: health effects - clinical signs and symptoms or conditions corrected.